Event description:
It was reported that while in the cath lab the ai-07126 was pretested successfully. After inserting the catheter into the patient, the balloon ruptured during inflation. The md removed the catheter without difficulty. Another wedge pressure catheter was pretested and inserted without incident. There was no reported patient death or injury. Medical/surgical intervention was not required. The delay/interruption in the procedure was a few minutes. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.